Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified lesion in the mid circumflex that was 90% stenosed. While implanting a 3.0 x 33mm xience alpine stent, a distal edge dissection was noted. A 3.0 x 18mm xience prime stent was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.